Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and verified the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not power on and the device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker further evaluated the customer's device and determined that the cause of the reported issue was due to the depletion of the device's internal hybrid layer capacitor (hlc) batteries. The device was archived by stryker.

Event description:
The customer contacted stryker to report that their device would not power on and the device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if needed. There was no report of patient use associated with the reported event.